Manufacturer narrative:
The catheter was not returned. The data from the returned controller was downloaded and analyzed. During the procedure, 6 complete, 10-second ablations were performed. There were 6 errors for high balloon pressure (4.5 psig), confirming the complaint. The returned controller was tested under simulated use conditions. Four complete ablations were successfully performed with no device functionality issues. The error reported was not replicated, and the root cause is inconclusive. As determined by the physician, the patient's difficulty swallowing is unrelated to the device.

Event description:
During the ablation procedure on (B)(6) 2016, 6 ablations of 10 seconds each were completed successfully. On ablation 7, the balloon deflated prematurely after 2 to 3 seconds (2 attempts). There was no patient injury reported. On (B)(6) 2016 during telephone follow-up, the patient reported difficulty swallowing. The patient was not hospitalized, but his medication and diet were changed. On (B)(6) 2016, the patient was able to eat soft food but was still having difficulty swallowing. The physician determined that this adverse event is mild in its intensity and is procedure related, not device related.